Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: (B)(6) 2012.

Event description:
On (B)(6) 2013 the lay user/reporter, the patient¿s mother, contacted lifescan to report the one touch ultra2 meter was giving inaccurately low readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2012, the patient obtained the blood glucose readings of 100 mg/dl and 200 mg/dl on the reported meter. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient was taken to the emergency room, where her blood glucose level was tested to be "greater than 600 mg/dl." The patient was treated with intravenous fluids and insulin. The patient manages her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia and received emergency medical attention and treatment with fluids and insulin after obtaining normal to slightly elevated readings on the reported meter. Therefore, this complaint is being reported.